Event description:
It was reported that prior to surgery, a leakage was found at the end part of the bifurcation of the product when testing it with a saline solution. This part was cut off and the procedure was completed without any problem. There was no reported consequence for the pt.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedure and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicates values well within product specs. One retention sample coated on the same period and under the same conditions as the complaint device, underwent water permeability testing at 120 mmgh, as per (B)(4). The test results indicated a value well within product specs. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.